Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka) on (B)(6) 2025). The patient's blood glucose levels reached greater than 300 mg/dl while wearing the pod between 24 and 36 hours. The patient had a dental procedure to remove his wisdom teeth on an unspecified date, a couple weeks prior to the hospitalization, had been on a different diet of soft foods, and was having issues with blood glucose fluctuation since approximately that time. They had experienced several instances of high blood glucose levels, and the system had switched to automated delivery restriction/ manual mode multiple times since this time. The patient had received a notification on 19aug2025 stating the ¿pod expired¿ and they should have changed the pod at that time, however they did not change the pod. The following morning, 20aug2025, the patient experienced vomiting, pale appearance, malaise, and hyperglycemia so they went to the ER. The patient was diagnosed with dka, admitted to the pediatric intensive care unit (picu), and was treated with an insulin drip. They were discharged from the hospital on (B)(6) 2025.